Event description:
On (B) (6), 2009, the patient underwent an endovascular procedure with 2 gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On (B) (6), 2010, computed tomography showed the trunk-ipsilateral leg component, implanted on the right, to be occluded with thrombus. The patient experienced claudication of his right leg. On (B) (6), 2010, the patient underwent a fem-fem cross over procedure which resolved the claudication.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-lease specifications. Please note additional device implanted: pxc141200/(B) (4).